Event description:
Doing phaco left eye with cassette #17365, handpiece f2870. Ap 70%. Notice at 1200 position on eye slight opacity and wound buckling, converted to extra-capsular ex-traction. Needed one more suture to close wound buckle and leak. Phaco time 0.40 sec, foot pedal 8900624.